Manufacturer narrative:
The results of the laboratory analysis of the valve will be sent to complete this incident report.

Event description:
A surgeon tried to change the pressure setting before opening the package but it was impossible. The surgeon would like sophysa to examine the valve to find what was preventing the pressure change.